Event description:
I went to dr. (B)(6) of (B)(6). He is a plastic surgeon who I had previously been to for laser resurfacing and wrinkle filler. This time was more painful than I remembered. He used radiesse. I thought he hit a bone on my left side under and beside my nostril but as it turned out, it was a blood vessel. I had both pain and numbness all through the left side of the injection site down to my mouth. The left side of my mouth did move up at all when I tried to smile. It is still not completely healed until now (B)(6) 2016. I thought I was getting juvederm which as I now understand has an antidote. Radiesse has no antidote. I am still in pain radiating from the injection shot with open wounds, peeling skin, possible permanent scars. The inside of my mouth especially my gums were extremely sensitive, now my teeth hurt and are very sensitive to hot and cold. My left eye was very painful to the touch. I want to know what else could possibly go wrong with my health and well being in the future. Are there public studies on this. How was it taken or use: intravenous (not otherwise specified). Did the problem stop after the person reduce the dose or stopped taking or using the product: no. Do you still have the product in case we need to evaluate it: no.